Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired after an implant date in 2005, due to unknown reasons. Unknown if pt death is device related. Date of pt's death and implant duration is unknown, therefore the aware date is used as the occurrence date. Patient also had a 2900 heart valve implanted on the same day in the aortic position. No further info regarding this pt was rec'd.